Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported receiving an e-6 message on the display of the adc blood glucose meter. On (B)(6) 2019, a patient was undergoing a chemotherapy session at their facility and was noticed he/she being "cold, clammy and had trouble to concentrate". The customer was unable to test the patient's blood glucose because of the error message displayed and was rushed to the emergency room where he/she was diagnosed with hypoglycemia and was treated with orange juice and other unspecified treatment. The nurse further reported that she was not sure about the other medication provided as the patient was still receiving emergency medical treatment at the time of call. It should be noted that during the course of troubleshooting it was identified that the customer was using expired test strips. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history record) for the xceed meter was reviewed and the DHR showed the xceed meter passed all tests prior to release. DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing could not be performed for the precision strips as the precision strips were expired. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse reported receiving an e-6 message on the display of the adc blood glucose meter. On (B)(6)2019, a patient was undergoing a chemotherapy session at their facility and was noticed he/she being "cold, clammy and had trouble to concentrate". The customer was unable to test the patient's blood glucose because of the error message displayed and was rushed to the emergency room where he/she was diagnosed with hypoglycemia and was treated with orange juice and other unspecified treatment. The nurse further reported that she was not sure about the other medication provided as the patient was still receiving emergency medical treatment at the time of call. It should be noted that during the course of troubleshooting it was identified that the customer was using expired test strips. There was no report of death or permanent impairment associated with this event.